Manufacturer narrative:
The subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a patient with a valve model 8300ab25 implanted in an unknown position presented with small pvl after an implant duration of approximately one (1) year. Per response received, the pvl did not cause any hemodynamic impact. A post-ballooning dilatation was planed to be performed.

Manufacturer narrative:
Added information to section h6 (investigation findings and investigation conclusions) h11: additional manufacturer narrative: regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. Pvl can occur in the mitral and aortic position for similar reasons. In the early postoperative period, the highest incidence of pvl has been seen in patients developing infective endocarditis, which is most likely attributed to inadequate peri-operative antibiotic prophylaxis or nosocomial infection. Annular calcification is also a risk factor for the development of peri-operative pvl as the bioprosthesis may not seat properly after debridement. Technique related factors, such as incorrect valve sizing, have been shown to contribute to the development of pvl. Anatomical factors may create difficulty seating the bioprosthetic valve resulting in pvl. The anatomy of the annulus may induce mechanical stresses along the rigid bioprosthetic ring which can influence long-term valve performance and durability. A diseased or rigid annulus can potentially increase the mechanical stress on the prosthetic valve, leading to pvl. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. A definitive root cause cannot be conclusively determined; however, procedural factors likely caused or contributed

Manufacturer narrative:
Added information to section a1, a2, a3, b3, b5, b7, d4, d6 and h6 (type of investigation). H11. Additional narrative/data: device history record (DHR) files for the affected device were reviewed and the device was found to meet all manufacturing specifications prior to release for distribution. No issues were identified that would have impacted this event. It was reported that in (B)(6) 2023, the patient was operated. Therefore, (B)(6) 2023 is being used to calculate the implant duration. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a patient with a valve model 8300ab25 implanted in the aortic position presented with moderate paravalvular leak (pvl) after an implant duration of eight (8) months. Reportedly, the indication for initial surgery was endocarditis with annular abscess and crypt at the level of the non-coronary cusp, and annular calcifications were present during index procedure. The pvl occurred after complete resolution of endocarditis. Per available information, the pvl did not cause any hemodynamic impact. A post-ballooning dilatation was planned to be performed. The patient was noted as to be in stable condition, not hospitalized and experiencing recurrent anemia due to hemolysis.